Event description:
Reportedly, ventilator stopped ventilating and the screen and control panel froze. It was reported that there were no alarms from the ventilator, however the bedside monitor alarm did alert the nurse to investigate the event. No permanent patient injury was reported in this case.

Manufacturer narrative:
(B)(4).